Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a total laparoscopic hysterectomy, part of the tissue pad fell off into the patient. The tissue pad part was retrieved and saved. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r92430. Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.